Event description:
Customer reported the system shuts down and turns on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a loose wire in the power plug. Tightened screws, tested system, system operates as intended.